Event description:
The following was reported: patient presents for evaluation of the left hip. Previous surgery: yes. L tha, several years prior. Symptoms began suddenly (B)(6) 2025. She describes the symptoms as aching and throbbing. Pain location: groin and posterior/buttock. Symptoms improve with rest. The symptoms are exacerbated by activity. Able to walk 0 blocks and is not able to use stairs. Overall, the patient feels as if this condition is severely impacting their quality of life and ability to do activities of daily living. No associated radicular pain contributing nor any radiating hip pain. No history of blood clot, diabetes, or cardiac issues. Exam shows total hip with radiolucent lines around the acetabular component with massive bone loss and a vertical cup that is grossly loose. There is not any significant polyethylene wear. No new fractures or dislocation identified, old rami fractures bilaterally. No other obvious osseous abnormalities. No other significant findings are noted. Revising femur and acetabular components. Tritanium cup, securfit dual modular neck.